Event description:
Pt complained of his infusion pump beeping every 15 mins during the last 2 nights. Only half of the pt's tpn bag infused during the last 2 nights. No adverse effects were noted nor expressed by the pt. Pt's physician was notified. A new pump was brought to the pt and the problem pump was sent to biomed dept. Rptr has had no problems with this pump in the past.